Event description:
Patient presented to the physician, one day after the implant procedure, with a hematoma at the chest incision. Physician brought the patient into the or, located the bleed, and closed it off. The patient was kept overnight and was discharged the next day. This resolved the issue.